Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow with a device exhibiting post paced t-wave oversensing. The device was reprogrammed.